Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was fractured approximately 38.5 cm from the hub. Conclusions: evaluation of the returned device confirmed the complaint. The px slim was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against an angle during use, damage such as this may occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using a px slim delivery microcatheter (px slim). During the procedure, the physician placed a vascular plug into the main vessel of the right iia via another manufacturer's guiding sheath and then removed the vascular plug's delivery system. While the physician was advancing the px slim through the guiding sheath, the px slim became fractured approximately 15 centimeters from the hub and was removed. The physician did not experience resistance or difficulty while advancing the px slim. The procedure was completed using a new px slim and the same guiding sheath. There was no report of an adverse effect to the patient.